Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? The uterus were there any patient consequences? There were no patient consequences could you please provide procedure date and name? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During sewing the suture broke. The surgeon changed to another one to complete the procedure. No adverse patient consequences were reported. Additional information was requested